Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was advanced on glideassist to postion the oad crown behind the lesion and to perform retrograde treatment. During advancement, the physician stated the oad crown was very difficult to see under angiography. The physician was advised to film so the position of the oad crown could be checked. After six low speed treatments and one high speed treatment, the oad crown came in contact with the viperwire guide wire spring tip. The viperwire spring tip fractured and remained in the peripheral marginal branch of the circumflex artery (cx). The oad was removed and a new viperwire guide wire was used. There were no further complications and the procedure was completed. The patient was in stable condition. It was indicated the visibility issues was due to imaging/fluoroscopy related factors. The physician did not have any concerns regarding long-term risk outcomes tot he patient. There were no future plans to remove the fragment.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. The guide wire was returned fractured 322.7cm from the proximal end with the distal section not returned. Sem analysis of the fracture face shows evidence of ductile torsion. Ductile torsion is consistent with complaint details stating that the driveshaft made contact with the spring tip causing the fracture. The diamondback 360¿ coronary orbital atherectomy system instructions for use (IFU), cautions: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was advanced on glideassist to positon the oad crown behind the lesion and to perform retrograde treatment. During advancement, the physician stated the oad crown was very difficult to see under angiography. The physician was advised to film so the position of the oad crown could be checked. After six low speed treatments and one high speed treatment, the oad crown came in contact with the viperwire guide wire spring tip. The viperwire spring tip fractured and remained in the peripheral marginal branch of the circumflex artery (cx). The oad was removed and a new viperwire guide wire was used. There were no further complications and the procedure was completed. The patient was in stable condition. It was indicated the visibility issues was due to imaging/fluoroscopy related factors. The physician did not have any concerns regarding long-term risk outcomes tot he patient. There were no future plans to remove the fragment.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.